Event description:
The customer reported, the system is displaying an iris too large error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb board and climax coupler. System operates as intended. (B) (4)